Event description:
Caller states patient received result of 36 mg/dl on inform system 1 and result of 96 mg/dl on inform system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2 (lot number 551641, expiration date 12/31/2012). Reference medwatch report with (B)(6) for the suspect device used in system 1. Will not be returned to manufacturer.